Event description:
According to the reporter, during a laparoscopic gastric antrum cancer radical surgery, the few staples had poor formation. The stapler was replaced to continue the procedure. There was no patient injury as reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.